Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, concomitant product evaluation, and failure mode and effects analysis (fmea). ¿ DHR could not be performed without lot number provided. ¿ trending analysis by lot could not be performed without lot information. ¿ the fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The product was not returned for evaluation. Information on the unit was not provided; therefore concomitant product evaluation could not be performed. Several attempts were made to contact the customer to request additional information. Without additional information received or product returned, a definitive cause could not be assigned to the reported event. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad chemical indicator strip. Common device: the correct common device is indicator, chemical. Catalog number: the correct catalog number is 14100.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly. Asp will continue to follow up for additional information.